Manufacturer narrative:
Device return anticipated but not yet received.

Event description:
On (B)(6) 2018, a patient received total knee arthroplasty. During follow up, the patient complained of minor discomfort. Upon x-ray examination, the surgeon determined that the insert had migrated. On (B)(6) 2019, the knee was revised and a new insert was placed in the patient.

Manufacturer narrative:
Examination of the insert showed damage to the posterior locking tabs. All of the damage appears to be due to the insert not being locked into the tray from the index surgery.